Event description:
The customer reported that the audio cable for the cns would not stay plugged in, causing the system to miss sounding any possible event alarms.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer reported that audio cable will not stay plugged in on the cns device. The model and serial number of the cns device was not provided. Subsequent attempts to contact customer for further information did not yield a response. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: due to insufficient data provided, an investigation into the reported issue is not possible. The root cause of the reported issue could not be determined. Service history for this user facility shows no other audio cable related incidents. Investigation conclusion due to insufficient data provided, an investigation into the reported issue is not possible. The root cause of the reported issue could not be determined. Service history for this user facility shows no other audio cable related incidents.

Manufacturer narrative:
The reporter was not in front of the device at the time and no additional information was ever obtained from them. No patient harm was reported.

Event description:
The customer reported that the audio cable for the cns would not stay plugged in, causing the system to miss sounding any possible event alarms.